Manufacturer narrative:
This is an initial final report. The customer's issue is related to use error, and the specific error message received indicated that the sensor was already in use, which indicates the sensor had already been paired with another reader or app. As this specific message relates to use error, product investigation is not required. The device mfg date is unknown. The date entered is the date abbott diabetes care became aware of the event. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer¿s mother (caregiver) reported customer received a "sensor already in use" message from the adc freestyle libre sensor, on the first day of wear. It was further reported customer experiencing unspecified hypoglycemia symptoms and was unable to treat themselves. Caregiver provided the customer with sugar as treatment and no further treatment was required. There was no report of death or permanent impairment associated with this event.